Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse noted the system displayed intermittent stator not on error messages. There is no report of patient injury or death.